Event description:
On (B)(6) 2011 it was reported through clinic notes from a vns treating nurse practitioner that on (B)(6) 2011 the vns pt was experiencing discomfort with magnet use and coughing. The clinic notes from that date also state that the pt was hospitalized for pneumonia back on (B)(6) 2007. Clinic notes dated (B)(6) 2010 state that the pt was experiencing more frequent small seizures. The vns pt is having battery replacement surgery due to eos in (B)(6) 2011. Additional info has been requested from the nurse practitioner; however no further info has been received to date. If additional info is received, it will be reported.